Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's code for patient and device have been entered in this report. Manufacturer's codes for method, results and conclusion are pending for device return and product investigation. Once the investigation is completed, an follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results and conclusion.

Event description:
According to nadia - oculoplastic fellow reported lens inferiorly displaced. Lens changed to ma60ac, 18.50d. Patient impact: vitrectomy, explantation.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. This report includes the following additional information not available / included in the initial report, and corrected information, in the following sections, as noted below: b5 - event or problem - additional information regarding patient impacts and outcome. D10 - device available? - corrected to no. G7 - type of report - indicates "follow-up #1". H2 - follow-up type - indicates "correction" and "additional information". H3 - other reason - corrected to "not returned". H6 - manufacturer's codes were added for: patient (additional impact); method; results; and conclusion. The device was not returned to the manufacturer; therefore, the product investigation consisted of a review of the production and inspection records. The investigation findings are noted below: review of the production records of the product showed there were not any nonconformities and deviations from the specifications. Especially, we confirmed polishing process of the iol was properly performed. (Model 250; serial no. (B)(6) ; polishing bottle no. P102; production lot no. Pt18023590; inspection result: pass). Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
According to (B)(6) - oculoplastic fellow reported lens inferiorly displaced. Lens changed to ma60ac, 18.50d. Patient impact: vitrectomy, explantation. Additional and updated information: the leading haptic seems to slice the capsule. Patient impact: intra-operative explantation, posterior capsule rupture remedial action taken by the healthcare facility: lens was explanted and replaced with another one. Patient outcome: the patient is doing well.